Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that her child has had low blood glucose episodes in the past requiring hospitalization. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting was declined by the customer as they only wanted to report this information.